Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for a cranial procedure. It was reported that the site¿s navigation system unexpectedly shut down during a case. The manufacturer representative plugged the system in a different outlet and powered it up and booted into the application when it briefly displayed a ¿battery error¿ message, but it remained powered on for the procedure. It was further reported that the system powered off again while the manufacturer representative was in the case. It was noted that the camera cart was powered off, but the main cart was functioning normally. The manufacturer representative stated that pressing the power button on the camera cart would not turn it on and that the camera cart power led was not illuminated. The system was then shut down and a power cycle was performed, and both carts turned back on normally. It was noted that the manufacturer representative was able to go back into navigate without issue. It was recommended that the camera cart, uninterrupted power supply (ups), and battery be replaced. There was no delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the uninterrupted power supply (ups) and battery in the camera cart were replaced. The navigation system then passed the system checkout and was found to be fully functional. The battery and ups were also returned for analysis, and no failure was found. H6: additional review indicated codes d15, b17, and c20 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.